Manufacturer narrative:
(B)(4).

Event description:
During surgical placement of the intrathecal catheter, the guidewire was removed to confirm the free-flow of spinal fluid. A suture was placed and as the needle was withdrawn, it was noted the catheter was sheared. It was possible the catheter was kinked at the tip of the needle and this resulted in its shearing. The presence of scar tissue in the area of catheter placement may have affected the force necessary to withdraw the needle from the intrathecal compartment. The epidural needle was in the patient's body and the shearing of the catheter appeared to have occurred at the tip of the needle. Approximately 15 cm of the catheter remained in the patient; attempts to remove it were unsuccessful. Another catheter was used and placed between l1 and l2 of the spine.